Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance 1227 cart and utensil washer/disinfector. The technician ran multiple test cycles and was unable to duplicate the reported event. No issues were noted with the function or operation of the device and was confirmed to be operating to specifications. During the technician's inspection, it was found that the user facility's sprinkler head was set at 155°f instead of 260°f. It is the user facility's responsibility for their sprinkle head settings. During install of the reliance 1227 cart and utensil washer/disinfector, user facility personnel were advised that the sprinkler head settings must be fused to 260°f or above. The steris account manager counseled user facility personnel on the importance of sprinkler head settings. The technician returned the reliance 1227 cart and utensil washer/disinfector to service, and no additional issues have been reported.

Event description:
The user facility reported that when the door to their reliance 1227 cart and utensil washer/disinfector was opened following a completed cycle, steam and vapor came out causing the facility's sprinkler system to be set off. Patient procedures were subsequently postponed. No report of injury.